Manufacturer narrative:
Updated fields: b4, d10, g4, g7, g8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site). Testing of actual/suspected device (10) a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. This issue was caused by the patient's movement, not failure of iabp unit. On 30 september 2021, this iabp unit was returned to the facility without any repair or part replacement. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient an alarm for gas loss error occurred, on the cardiosave intra-aortic balloon pump (iabp). The iabp was replaced to continue therapy. The patient was conscious and there was physical movement. There was no harm or injury to patient and no adverse event was reported.